Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure for unknown reason where in all devices were removed. Additional information received that patient was not able to get enough pain relief from spinal cord stimulator (scs) device. The explanted device will not be return as it was kept at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6).

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure for unknown reason where in all devices were removed.